Event description:
Customer reported the insulin pump stopped working. The device would not rewind. Customer's blood glucose was 160 mg/dl. Customer was advised to disable dual wave bolus and the device was working as designed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.